Event description:
It was reported that during a laparoscopic nephrectomy procedure, while working on the renal vein, the instrument was fired. It cut, but no staples fired on the left side. There were two liters of blood loss and the surgeon converted to an open procedure to achieve hemostasis.